Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode during a ventricular tachycardia (vt) ablation in the university medical center utrecht, and the health care professional (hcp) queried why the impedances were so high during the ablation. Technical services (ts) was consulted and explained the impedances are so high because the impedance measurement was not successful due to the noise from the ablation console. This is sometimes seen with diathermy and shock impedances. The ICD wants to measure the impedance by emitting a pulse, but there is so much ambient noise that the remaining voltage cannot be measured. This does not indicate a lead issue or anything like that; rather, this is considered a false alarm. No adverse patient effects were reported. This product remains in service.